Event description:
It was reported by the attending physician that catheter was placed beside the site of the previous catheter in the pt's neck. They attempted to return blood through the catheter. At which time, blood "squirted" about a foot high out of the original site location. He immediately stopped returning blood and they flushed with saline. The saline also came out of the original site location. The catheter was then removed and a new catheter was placed femorally.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.